Event description:
It was reported that after a car accident the pump¿s cartridge fractured inside the device, fragments could not be removed, the chamber could not be cleared with a reported blood glucose of 401 mg/dl, and the user switched to subcutaneous insulin injections; the device component implicated was the reservoir and the problem was a fracture. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with mechanical damage, with the failure traced to a fractured reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was component failure and a replacement device was arranged.